Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the physician found that the neuron max 6f 088 long sheath (neuron max) was ovalized upon removal from the packaging and before insertion into the patient. The damage to the neuron max was found prior to use. Therefore, the neuron max was not used in the procedure. The procedure was completed using a new neuron max.

Manufacturer narrative:
Results: the neuron max was ovalized from approximately 4.0 to 11.5 cm from the hub. The reported complaint did not involve device functionality, therefore, functional analysis was not performed. Conclusions: evaluation of the returned neuron max confirmed an ovalized device. If the neuron max is removed from the packaging at extreme angles, damage such as an ovalization may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.